Manufacturer narrative:
.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, failure to cross the lesion, stent damage and stent dislodgement occurred. The 90% stenosed lesion was located in the moderately tortuous, mid right coronary artery (rca). The lesion was pre-dilated with a 3.5x14mm non bsc balloon, the 3.5x32mm taxus express2 drug eluting stent was advanced, but was unable to cross the lesion. They were going to attempt to dilate with a balloon again, "but taxus couldn't come into gc, and at pushing proximal edge of taxus was caught with tip of gc and taxus stent was lifted up a little." Another attempt was made to implant the stent, but again they were unable to cross the lesion. "So tried to withdraw it but couldn't come into gc and sheath." The physician then changed the gc to a larger inner diameter, but still couldn't get the taxus to come into the gc. "And final physician came off taxus stent from the catheter and put on to wire and caught with snare." The procedure was completed with a taxus express2 3.5x16mm drug eluting stent. No patient complications occurred. Patient condition is noted as "good."